Event description:
Swan ganz catheter was placed in operating room. The next day, the sg catheter appeared to keep wedging via the wave form, sg catheter repositioned by doctor unable to obtain a wave form. The sg catheter was removed with placement of another swan ganz, which functioned appropriately. The sg catheter that was removed, the balloon was tested, and upon testing the balloon 2 times repeatedly the balloon only inflated on one side, each time. With the 3rd attempt to inflate the balloon, it inflated completely as it was supposed to. There were no variations of the pressure readings between either catheters. No patient harm or change in treatment for the patient.